Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve an echocardiogram showed moderate paravalvular leak (pvl). The valve had been deployed appropriately at its target depth. A balloon aortic valvuloplasty was performed, but did not improve the pvl. A second valve was successfully implanted valve-in-valve at a slightly higher position, resulting in mild pvl. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Medtronic investigation is ongoing; a supplemental report will be filed upon completion of the investigation.

Manufacturer narrative:
Conclusion: paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. After the second implant, the paravalvular leak improved to mild. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. These events do not allege device malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).